Event description:
It was reported that during patient use,there was no audio coming from a pulse oximeter. There was no audible tone when the device was powered on or when the buttons were pressed. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).